Event description:
It was reported that the cartridge was not fitting properly on the pump, as it was not sliding into place correctly. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to inspect the pump and attempt to reload the original cartridge. Although the original cartridge could not be reloaded, the customer had loaded a different cartridge before the call and was able to complete the loading process and resume insulin.